Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a gradual increase in pacing threshold the day following the implant procedure, along with a acing failure and lead dislodgement. It was noted that during the implant procedure, there was a high threshold throughout the coronary vein and during the revision procedure, the lv approach was difficult. The lv lead revision procedure was abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.